Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not adjust the time on the pump to reflect daylight savings time. Customer updated pump time to address the issue. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer delivered a food bolus and did not consume the amount of carbohydrates that were accounted for. Customer consumed carbohydrates to address low bg.